Manufacturer narrative:
Product has been requested to be returned but has not been received. This report is made based solely on the customer's reported issue. Note: instructions for use state: facility fall management policy should address the frequency of visits by nursing staff to: confirm patient is safe. Attend to patient needs for nutrition, toileting, exercise, and therapy. Check alarm function every time before leaving patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a proper functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).

Event description:
Customer reported the alarm sounds intermittently. When the alarm is in one position it sounds as it should, but when it is in a different position it does not sound. Customer reported this was discovered during set up while caregiver still at bedside but could not provide a date. No physical damages seen on the alarm unit. No patient incident or injury reported.